Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was a higher incidence of needle punctures with safety-lok needles. There was no health impact or consequence reported. Reported verbatim, "we¿ve had higher incidence of needle punctures with safety-lok needles. -was there medical intervention? No - was there a needle/probe stick? Yes"

Manufacturer narrative:
The following fields have been updated with additional information. Date received by manufacturer: 06-june-2025. After further evaluation of the complaint, it has been determined that the previously submitted MFR report #2243072-2025-00540 was submitted in error; there was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction/ serious injury.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was a higher incidence of needle punctures with safety-lok needles. There was no health impact or consequence reported. Reported verbatim, "we¿ve had higher incidence of needle punctures with safety-lok needles. -was there medical intervention? No - was there a needle/probe stick? Yes".